Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had broken and loose fiber optic door which was identified during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Updated fields -b4, d8, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) that discovered the issue was not able to repair the unit because customer did not send through purchase order for engineer to attend. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an emdr (2249723-2025-0000711) for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.